Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message" was confirmed during the system's event log data review and functional testing. The root cause of the tcmid:06 (ce post failure) error message was the failed cooling engine (ce) heater, most likely due to the age of the device. The thermogard console was manufactured in january 2014 and is over nine years old, well beyond its expected service life of 5 years. During the visual inspection of the thermogard console, no issues were observed. The system's event log data revealed multiple tcmid:06 error messages around the reported event date, confirming the reported complaint. The thermogard system failed functional testing due to the tcmid:06 error message, confirming the reported complaint. During troubleshooting the problem, the cooling engine heater resistance values were measured out of the specification, indicating a failed component. It was concluded that the root cause of the tcmid:06 errors was due to the defective heater, which will need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.